Event description:
On (B)(6) 1996, the patient underwent placement of a greenfield titanium vena cava filter. On (B)(6) 2018, the patient underwent surgery to remove the implanted greenfield filter. The removal report noted that the greenfield filter was tilted and imbedded and demonstrated evidence of caval perforation with aortic penetration and encroachment of the lumbar spine. The procedure was reported to be complex and require an additional two hours of procedure time.